Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2017 the patient presented with melena, and that upon admission the inr was sub-therapeutic at 1.3 and hemoglobin (hgb) was 8.6 g/dl. Patient¿s hgb was 11.6 g/dl 2 weeks prior, and the patient was managed on coumadin for anticoagulation. Fecal occult blood test was positive and the patient was transfused with one unit of packed red blood cells. On (B)(6) 2017, patient presented with recurrent melena. The patient¿s hgb was 9.8 g/dl with inr at 1.2. Hgb level stayed stable and the patient was discharged with a hgb of 10.8 g/dl. Unspecified changes were made to the patient¿s medication. On (B)(6) 2017, it was reported that the patient experienced bloody stool for the last 6 days. Aspirin was held indefinitely, and the patient continued with warfarin at 2 mg. There were no alarms reported for this event. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference MFR report # 2916596-2017-01167 for the report of the lactate dehydrogenase (ldh) increase and subsequent pump exchange.

Event description:
Additional information: it was reported that shortly after the patient¿s (B)(6) 2017 gastrointestinal (gi) bleed the patient presented with chest discomfort and numbness. The patient was admitted on (B)(6) 2017. The chest pain was reported as possibly caused by shortness of breath and possibly lvad related. The shortness of breath was reportedly possibly due to anemia. As was previously reported that patient presented on (B)(6) 2017 with report of 6 days of bloody stool. The patient reported fatigue, orthopnea and dyspnea on exertion along with worsening melena with foul odor. The patient had chest pressure reported as feeling like a heart attack. The patient had unspecified weight increase over the previous three weeks and lee. The patient had a decreased appetite lately. Upon exam in the emergency department the patient appeared to be volume up and denied noncompliance with medication. The patient¿s lactate dehydrogenase (ldh) was stable and hemoglobin (hgb) was noted to be trending down. The patient¿s hemoglobin and hematocrit h/h was found to be stable. The patient had recent ldh increase and aspirin had been added back into the medication regimen. Premarin was also added at that time in an effort to prevent bleeding. At the time of this admission warfarin and aspirin were held on admission. The patient reported that dark stools had been present for a while with iron supplementation. It was reported that the bleed appeared to stop with hgb stabilization. Aspirin was held indefinitely and the patient was to continue on warfarin at 2 mg and premarin along with iron supplementation and protonix twice per day. H. Pylori was pending at time of discharge. The patient was not transfused. Ab=n EKG was completed due to the chest pain. The chest pain resolved on an unspecified date. The patient was stable upon discharge on (B)(6) 2017. It was also reported that on (B)(6) 2017, the patient underwent a small bowel enteroscopy (sbe) and a capsule study that showed a single area of non-bleeding angiodysplasia within the small bowel, but no active source of bleeding was observed.